Event description:
"On or about (B)(6) 2006," plaintiff underwent a monarc subfascial hammock implant procedure and cystoscopy. Plaintiff's attorney alleges that, "plaintiff experienced severe symptoms; including but not limited to: pain, infection and further urinary problems after being implanted with the monarc subfascial hammock". "As a result", plaintiff has "sustained pain and suffering and loss of enjoyment of life."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.